Manufacturer narrative:
The date the article was accepted by the journal was used as the event date, since no date of publication is known as of today. The patient age and patient gender reflect the mean age and gender stated in the article. Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted. The gore® excluder® aaa endoprosthesis instructions for use (IFU) mentions adverse events that may occur and/or require intervention include, but are not limited to infection (e.g., aneurysm, device or access sites) and surgical conversion.

Event description:
The following publication was reviewed: ¿twenty-two year multicentre experience of late open conversions after endovascular abdominal aneurysm repair¿ (paolo perini et. Al, eur j vasc endovasc surg, accepted january 10, 2020). In the article ten vascular centers reviewed all patients requiring late open conversions (locs) after endovascular abdominal aneurysm repair (evar) from 1996 to 2017. Loc is defined as more or equal to 30 days after initial evar, undergoing total or partial endograft explantation. The article included a total of 232 patients and stated that 42 of them (18.1%) were initially treated with gore® excluder® aaa endoprostheses. It was stated that 36 patients (15.5%) presented with an endograft infection, with an associated aorto-enteric fistula (aef) in 14 cases, and a concomitant type I endoleak in three cases. For infected endografts, the most commonly identified microorganism was streptococcus spp. (50%), followed by candida, enterococcus, staphylococcus, pseudomonas, and klebsiella. In the 66.7% of cases (24/36), cultures revealed multiple causative agents. In the 8.3% (3/36) cultures were negative. The physician stated that the reported adverse events are related to disease progression.